Manufacturer narrative:
(B)(4). Batch # m5539l. Additional information was requested and the following was obtained: it was reported that on the first firing, the firing knob did not move forward, however it is also reported that the deployed staples were malformed. Was the device eventually fired? No. If the device was fired, on which firing were the malformed staples observed? --- na on the first firing, did the device start to fire, and the firing could not be completed as the device jammed? Yes. The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open urinary diversion procedure, the firing knob did not move forward on the way of the first firing on the colon. The staple height was blue. Deployed staples in the middle of staple line were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Tracking # (B)(4). Date sent: (B)(6) 2016.